Manufacturer narrative:
H3: analysis of the catheter identified there was damage to the transition tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID: 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2018; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen (2000 mcg/ml at 262.2 mcg/day) via an implantable pump. It was reported that at the patient's normal early replacement indicator pump replacement, the patient's mother reported that the patient began showing a return of spasticity and baclofen withdrawal a couple weeks ago. The catheter aspirated well, but it did not drip freely after it was disconnected from pump. No external factors were involved. The healthcare provider (hcp) decided to cut the catheter proximal to the original pump segment connector, but there was still no free flow or drips. The hcp opted to do a full replacement. The issue had been resolved.